Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis event was due to contamination; as per the reporter, ¿from the patient falling into the water ¿and the transfer set getting mud on it. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal fortum 1g daily for fourteen days and cefazolin 1g for fourteen days (route and frequency not reported) for peritonitis. Fourteen day after the event onset, the patient had recovered. The following day the patient was discharged from the hospital. Dianeal therapy remained ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.